Event description:
Customer reported the respiratory therapist heard a leak when checking on the patient and found the heated wire on the inspiratory limb about 12-16 inches from wye had melted and created a leak. The circuit was changed. No patient harm or injury reported.

Manufacturer narrative:
Qn#: (B)(4). A (B)(4), dual heated dual drain breathing circuit (inspiratory side), with heated wires was received for investigation. During visual inspection a melted section of blue tubing was confirmed at 15 inches from the wye connection. The melted portion of the tubing was 2.5 inches long. A hole was also observed on one end of the melted tubing. There was no burnt material observed on the tubing or the heated wire. It was observed that there were no breaks or bunches of wires in the tubing. There was a section of wires that had emerged from the clear tubing near the column connection end. The heated wires used in this circuit were insulated with a clear plastic flexible insulator coating with blue stripes. A functional inspection could not be carried out due to the condition of the sample. The resistance was measured on both circuits. The clear tubing's circuit measured 13.7 ohms and the blue tubing's circuit measured 13.7 ohms which are both within specification of 12.8-14.3 ohms. The IFU for this product states, "do not place tubing on patient's skin. Do not cover tubing with sheets, blankets, towels, clothing, or other materials." The complaint of a breathing circuit melting has been confirmed. All heated wire circuit product codes are inspected 100% before leaving the manufacturing facility. Based on the observed damage and description, the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the respiratory therapist heard a leak when checking on the patient and found the heated wire on the inspiratory limb about 12-16 inches from wye had melted and created a leak. The circuit was changed. No patient harm or injury reported.